Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens was removed due to posterior capsule tear and zonular dehiscene. Additional information has been requested, but none has been forthcoming. If additional information is received; a supplemental will be submitted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic was bent. There was evidence of a clear surgical residue. Both sides of the optic and haptics were checked for sharp/rough edges and were found to be acceptable. A work order search was conducted and there were no similar complaints found within the work. Conclusion: based on the complaint history, the work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.